Event description:
Site called in to report that they were in the navigate task, the probe and frame were green. Update continuously was selected and site reported they had been able to navigate before replacing the nonsterile reference frame. Tech service suggested the frame could be on backwards. Site said, it was not. Asked site to try switching it just to see and press the footswitch. Site tried this and it didn't work. Surgeon continued with surgery without navigation. No impact on patient outcome reported.

Manufacturer narrative:
Rep went to site to test system and verified the frame was rotated 180 degrees from how the non-sterile frame had been mounted for registration. No impact on patient outcome reported.